Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system/memory pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system/memory pcb assembly and determined that it was the cause of the reported issue, likely due an electrical short internal to the pcb; however, further component level cause could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power off when prompted.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not power on when prompted.